Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that during a device replacement procedure, the physician found coating damage on the atrial lead. Several measurements revealed no change in lead impedance. It was noted that it probably happened during a capsulectomy procedure, but the details were unknown. The damaged coating was repaired using a lead cap and adhesive. The lead impedance after connection to the device did not change. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.